Manufacturer narrative:
A getinge field service engineer (fse) says customer reports leak, replaced helium assembly. Full calibration and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer. The defective components were received for further investigation. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received helium assy. With a reported unit failure of a leak. The fat performed a visual inspection and found the part to have oxidation in various areas. Fat will not test this part due to this. Failure can't be confirmed. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components had oxidation in various areas. However, the root cause or the most probable root cause is impossible to be defined as part has not tested.

Event description:
N/a.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) is not reading helium tank level. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.